Event description:
The customer reported the unicel dxc 600 synchron system generated messages for blank rate high and reaction absorbance high on glucose cartridge. The customer stated that there was fluid under the reagent probe a. The customer was wearing a lab coat, gloves, and safety glasses at the time of the leak. The leak was contained within the instrument. The customer verified the reagent probe fittings and reagent syringe were tight. There were no reports of direct contact with the leak or of injury as a result of the leak. There were no erroneous results generated due to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. Upon arrival, the fse noticed that there was no active leak and the customer had cleaned up the leak. The fse replaced deionized (di) water tubing from a/b valve assembly to reagent probe a and replaced collar wash vacuum valve for reagent probe a to resolve the leak issue. In addition, upon further inspection on the cartridge chemistry (cc) side, the fse found both mixer paddles gold plating was worn off. The fse replaced both the mixer paddles and performed necessary alignments. The fse verified proper operation of the photometer, recalibrate glucose and performed quality control (qc) and precision test for glucose which was within the specifications. Beckman coulter (bec) internal identifier for this report is (B)(4).